Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g). Event description: as reported, during a transurethral lithotomy (tul) procedure via rigid ureteroscope, an ngage nitinol stone extractor basket did not open completely and was "slanted" to one side. The device was tested prior to use in an uncoiled position and functioned properly. The basket was able to remove stones three times before the issue was discovered. A laser was not used while the basket was used. The patient's anatomy did not keep the basket from opening and closing. Another device of the same type and lot was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned with its original packaging. Inspection of the returned device noted: the mlla [male luer lock adapter] was loose from the white handle. The cannulated handle was bent at the end of the white handle where the cannulated handle exits. The handle was reassembled and a function test determined handle actuates the basket formation. The basket formation wires were asymmetrical allowing a large gap when in the open position. Two of the wires appeared twisted on one another. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The available evidence indicates the device was made to specification. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) does not provide any information related to the reported issue. The returned device was found to have basket wires that were deformed, resulting in an improper basket shape. The cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: customer name and address = postal code: (B)(6). G4: PMA/510(k) number = exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul) procedure via rigid ureteroscope, an ngage nitinol stone extractor basket did not open completely and was "slanted" to one side. The device was tested prior to use in an uncoiled position and functioned properly. The basket was able to remove stones three times before the issue was discovered. A laser was not used while the basket was used. The patient's anatomy did not keep the basket from opening and closing. Another device of the same type and lot was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.